Event description:
The implantable neurostimulator turned off by itself. The pt experienced paralysis in her leg and a loss of therapeutic effect when stimulation was off. The pt turned the device back on to relieve her leg symptoms. There was no known incident or accident related to this complaint. The pt was sitting in a dental office chair. She experienced a shocking or jolting sensation when it was adjusted. The pt was at home at the time of the complaint. Her status was reported as 'good'. Additional info has been requested. A follow-up will be submitted if additional info becomes available.

Manufacturer narrative:
.